Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication via gravity. At an unspecified time, it was reported that an unspecified syringe was connected to the proximal clave y-site of the tubing set for an IV push delivery of an unspecified concentration of propofol. It was reported that during the delivery of propofol, the tubing separated from the arm of the proximal clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.